Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number he011e2. During placement procedure, following a little insertion difficulty, a part of delivery catheter remained attached to essure insert. Follow-up received on 27-sep-2016. Photos of the device were received. Event previously reported as a part of delivery catheter remained attached to essure insert was updated to a part of the insert remained attached to delivery catheter. This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a part of essure insert remained attached to delivery catheter. This event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, as the device breakage occurred during essure insertion procedure which was considered a little insertion difficulty, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device breakage ("a part of the insert remained attached to delivery catheter"), complication of device insertion ("a part of the insert remained attached to delivery catheter") and device deployment issue ("catheter - malfunction - detachment difficulty") in a female patient who had essure (batch no. (B)(4)) inserted. Other product or product use issues identified: device difficult to use "insertion was a little difficult" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since product was returned to us for investigation, quality unit was able to conduct an investigation of the actual device involved in this complaint quality unit was unable to confirm any quality defect or device malfunction at this time, although, unable to confirm this complaint, the possibility of having a technical issue involved in the complaint cannot be excluded. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. No CAPA investigation is required at this time because the possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, is not possible. Further company follow-up with the gynecologist/obstetrician or unknown is not possible. Most recent follow-up information incorporated above includes: on 20-jul-2017: update of quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2016: after internal review the similar incident listing was attached. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a part of essure insert remained attached to delivery catheter. This event, seen as device breakage, was anticipated in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of the catheter breaking is anticipated. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, as the device breakage occurred during essure insertion procedure which was considered a little insertion difficulty, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that final product met all release requirements. Since no sample was returned, it is not possible to confirm any quality defect or malfunction. Despite follow up attempts, no further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("a part of the insert remained attached to delivery catheter") and complication of device insertion ("a part of the insert remained attached to delivery catheter") in a female patient who had essure (batch no. He011e2, UDI no. (B)(4) inserted. Other product or product use issues identified: device difficult to use "insertion was a little difficult" on (B)(6)2016 and device deployment issue "catheter - malfunction - detachment difficulty" on (B)(6)2016. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the gynecologist or unknown is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of quality safety evaluation of ptc( sample received date correction, FDA and device problem code update) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up received on 09-nov-2016. (B)(4). Quality-safety evaluation of ptc received on 08-nov-2016: (B)(4). As of oct 31, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Based on pictures, we can confirm a breakage on the wound coil of the delivery catheter. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record he011e2 (production date 05-nov-2015 and expiration date 28-nov-2018) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device difficult to use. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a part of essure insert remained attached to delivery catheter. This event, seen as device breakage, was anticipated in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of the catheter breaking is anticipated. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, as the device breakage occurred during essure insertion procedure which was considered a little insertion difficulty, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that final product met all release requirements. Since no sample was returned, it is not possible to confirm any quality defect or malfunction. Further information has been requested.